Event description:
Reporter indicated that the pt had pocket erosion that is believed to be due to a low grade infection. The erosion was reportedly almost all the way through the skin. In 2003, the chest incision opened a small area of dehiscence and had bleeding. The pt was afebrile. There was significant widening of the scar and the generator was not exposed. There were reportedly no retinas around the area and no drainage. The generator was explanted. Cultures of the area inside the wound did not grow anything. The incision was reportedly well healed with no signs of infection. The pt has been instructed to stop oral antibiotic treatment and is scheduled to have stitches removed. Physician plans to attempt re-implant after one month. Pt reportedly had a significant reduction in seizures with the vns therapy.